Manufacturer narrative:
No display anomalies noted during testing. Device passed displacement test and selftest. Device received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s current blood glucose level was unknown. The customer stated that the damage on the screen. Troubleshooting was performed. The customer was advised to place the pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.